Event description:
Patient reported that rubber door fell off, cartridge error occurred as the cartridge was not reading. There was no adverse impact to the customer¿s blood glucose level. Since the report was documented only and no further action was needed, there is no additional information regarding the outcome of the event.